Manufacturer narrative:
The insulin pump was monitored in 3 days and had no time and clock anomaly noted during testing. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had scratched display window.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's blood glucose was 410 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother was advised that a tubing clamp will be sent. The customer's mother performed troubleshooting and did not found air bubbles, leaks and setting issues. The customer's mother was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.